Event description:
It was reported that, one week after a tunica vaginalis testis procedure, the pt complained about pain in the pubic area with difficulty in sitting and moving. There were two indurated areas at the site of the suprapubic incisions that were tender and firm. There was no fever noted, and the surgeon did not complete a cbc. The pt was treated with antibiotics and non-steroidal anti-inflammatory drugs. The pt has improved, but still has some discomfort and induration during physical activity.